Manufacturer narrative:
It is not known what devices were used in the procedure and no devices have been returned, therefore, no direct product analysis is available. We were unable to obtain info on the pt or the treatment although several attempts were made to contact the treating physician. The extent of the pt injury and current pt status is unknown. The territory sales manager failed to inform regulatory personnel at the time of the initial physician communication, therefore this event was not filed within 30 days of the made aware date. Urologix is investigating this miscommunication via CAPA (B) (4).

Event description:
Physician informed the urologix sales rep during a routine visit of a patient who developed a fistula after a targis treatment. No further info is available.